Event description:
This lead was capped and replaced because during a normal device change out for eri, the physician unscrewed the set screw and upon taking the lead out, the pin stayed in the header and the lead broke. The patient is pacemaker dependent and coded. The physician was able to push the lead back together and back in the header until a new lead could be implanted and attached to the new pacemaker. The new system is working fine. Should additional information be received, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis as mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. During the visual inspection of the is-1 connector, the modules of the inner and outer coils were found separated from each other. Based on the characteristics, it is reasonable to assume that this damage occurred due to tensile forces applied during the surgery mentioned in the complaint description. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.